Event description:
The customer reported obtaining an erroneously low modular creatinine (crem) result of less than twenty seven (27) micromoles per liter (umol/l), for one patient sample, from the unicel dxc 800 pro synchron system. The customer reported the erroneously low crem result out of the laboratory. The customer then repeated the sample and issued an amended crem result of seventy four (74) micromoles per liter. There was no change or affect to patient treatment in connection with this event. The customer also stated that quality control results did not meet specification at the time of the event. The customer did not report any issue with the other analytes.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a partial obstruction in the modular chemistry (mc) sample probe. The fse replaced the mc sample probe to resolve the issue and verified instrument operation.